Manufacturer narrative:
Hydraulic fill plug.

Event description:
It was reported by service report that there was hydraulic fluid leaking from the hydraulic fill plug. No pt involvement or adverse consequences are reported.